Event description:
The following info was rec'd as notification of an insurance claim: claimant was in the back of an ambulance assisting the unloading of gurney when the gurney folded. Claimant fell forward hitting her head on pavement "resulting in brain damage".